Event description:
Attorney alleges the plaintiffs left breast implant was ruptured during a mammogram being performed by a hosp and the plaintiff suffers undergo removal of the implant. Attorney also alleges the plaintiff suffers from the following: medical deformities in many of her organs and systems, permanent injuries and damages, pain and mental anguish and has become disabled.